Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged kidney damage and surgery. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information was received on february 8th, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously has alleged kidney damage and surgery. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found the evidence of foam degradation. There was 20 error codes found. The secondary findings were observed. The third-party service center concludes that they could confirm the customer's allegation and unit got corrected. In box g: date received by mfg (rfb) has been updated. Box e: reporting institution name and box g: report source - other updated in box h: evaluation method code grid, evaluation results code grid, component code and conclusion code grid has been updated.